Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was confirmed and the assignable cause is determined to be use error, the patient was not connected when therapy initiated. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine(hc). The home patient(hp) stated that they started the initial drain before connecting. The technical service representative(tsr) assisted the hp to cycle power twice to clear the alarm. The hp stated they connected after the alarm occurred. The tsr advised the hp to start over with new supplies. There was patient involvement; however, there was no injury or medical intervention reported.